Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) an error 32056 occurred on arm 1, indicating an axes controller arm (aca) point failure in arm 1. Multiple system restarts were performed first, followed by a hard power cycle of the patient side cart, but the error persisted. There was no report of patient involvement or patient injury.